Event description:
It was reported that the customer's insulin pump was not working correctly. The insulin pump had a display anomaly. A dark rectangle box appeared behind the wording on the insulin pump's menu. The wording on the screen was faint. The customer's blood glucose level was 140 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with a ghosting display due to moisture damage on the lcd board. Unable to verify expected circles on the screen due to the ghosting display. Cracks to the battery tube threads, reservoir tube, reservoir tube lip and a scratched display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.